Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller wouldn't turn back on while they were charging the implant and the issue began today. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 90% and implant was at 40%. Patient plugged the recharger and got poor recharging quality. Agent reviewed best charging practices and patient got excellent. The troubleshooting steps taken on the call resolved the issue.